Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
It was reported that pulse generator interrogation reported six ventricular noise reversion episodes. Upon review of electrograms, intermittent crosstalk and noise were observed. The noise could not be reproduced with isometrics or positional testing. A possible pulse generator header issue was suspected. Programming was changed to -not significantly pace in the ventricle-.